Event description:
It was reported that the device exhibited a 'syringe flange not in place' alarm when using smaller syringes like neo med 3ml. The product fault occurred before infusion, there was no patient involvement.

Manufacturer narrative:
E1: additional phone number (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that device exhibited a 'syringe flange not in place' alarm. No previous service noted in the last 12 months. Review of event log found reported error display several times. During testing the plunger flanges felt rough and gunky. The problem was corrected by replacing the left plunger case and recalibrating the pump. The device passed all performance verification tests.